Manufacturer narrative:
Unit failed displacement test and gave a motor error during the rewind due to motor encoder out of phase. No lcd anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to an MRI and now the insulin pump alarms permanently after exposure to MRI. Nothing further reported.